Event description:
It was reported that the 6800 system would not boot up. No pt injury was reported.

Event description:
Customer reported that on start up, the system remains stable but after 2 minutes, it resets and then tries to start up and remains stuck in this cycle. No pt injury was reported.

Manufacturer narrative:
(B)(4) no method, results or conclusions can be made at this time. Upon further review, the customer issue is now associated with remedial action (B)(4), as the lot of the suspect reaction vessel was in use at the customer facility. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Upon further review, the investigation unit has evaluated this customer complaint and determined it is not associated with remedial action reporting, therefore, is unassigned. This is the final report.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated the architect i2000 generated error code 1007 (unable to process test, activated read failure) three to five times a day. The analyzer had recent maintenance, therefore, the customer was advised to change the lot of reaction vessels (rv's). There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.